Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On 09/21/2016, the reporter contacted animas, alleging a power (battery life with damage/moisture) issue. The battery compartment reportedly was cracked and there was moisture/corrosion inside. There was no indication that the product caused or contributed to an adverse event. This is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 12/08/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 11/14/2016 with the following findings: a "battery life" issue was not duplicated during the investigation. Battery alarms were observed in black box following power reboots along with an unexplained power reboot observed in black box on (B)(6) 2015. Evidence of moisture was observed behind the display lens, inside the battery compartment and underside of the battery cap contact hub. The battery cap was able to fully tighten. The battery compartment was cracked. Electrical current draws measured within specifications. A leak test showed a leak at the crack behind the "u" groove lip. The pump case was removed and evidence of moisture contamination was found throughout the inside of the pump including the motor circuit, transceiver/cgm board and power circuits. Unrelated to the original complaint, the pump powered on with the returned battery cap to a dim discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).